Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at 1000.8mcg/day. It was reported that the patient began experiencing increased tone "starting around this time frame". During the (B)(6) appointment, there was an successful side port aspiration, but they increased the patient's dosing and the patient received a little additional benefit. Since then, a second side port aspiration was attempted, but was also unsuccessful, prompting the doctor to bring the patient back to surgery. There were no environmental, external, or patient factors to report. There were no issues to report when the logs were read. The catheter appeared to flow very well when accessing the side port in surgery and they also got spontaneous cerebrospinal fluid (csf) flow as well. Not knowing what the underlying issue was, the doctor decided to do a full system replacement on (B)(6)2024. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was 57 kilograms. The patient's medical history was asked but would not be made available.

Manufacturer narrative:
H6. Pli 10: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli20: pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 30: analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.